Event description:
It was reported that interrogation of this pacemaker found that the device had undergone a lead safety switch. Technical services (ts) episode review was requested. Ts confirmed the date the switch occurred and that it was due to a high out-of-range right ventricular (rv) pacing lead impedance measurement. Ts noted that the impedance had gradually been increasing for the past year and a slight increase in pacing threshold was also noted. An episode of greater than two seconds of pacing inhibition due to oversensed noise occurred the day after the switch occurred. Device sensitivity was increased to mitigate oversensing and it was noted that the limit for the out-of-range impedance would be raised. Pocket manipulation could not reproduce the noise, but further troubleshooting could not be performed as the patient was intubated. No adverse patient effects were reported and this device remains in service.